Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open when establishing final arm able/efaa. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced to the mitral valve, and the clip was placed without issue. However, during the deployment sequence, the clip opened while locked when establishing final arm able/efaa. The cds was removed with the clip attached. The procedure continued with a new cds. One clip was implanted, reducing mr to 1-2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported clip opening while establishing final arm angle (efaa). Additionally, the harness was observed to be deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed the reported clip opening during efaa was due to the observed deformed harness. A cause for the observed deformed harness could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.